Event description:
Uretheral catheters were inflated with sterile water to check bulbs prior to insertion. Bulbs would not deflatedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated, performance tests performed. Results of evaluation: balloon. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was not destroyed/disposed of.